Event description:
The device was connected to the patient through defibrillation electrodes. Reportedly, the device remained in monitor mode of operation and device analyze function could not be used as a result. The crew was unable to perform analysis of the patient ECG. The patient was not resuscitated. The facility indicated that patient outcome was not the result of the reported discrepancy, but due to a lack of patient viability.